Event description:
A lawyer reported a female consumer used cushion grip and orafix. He reported as a result, she sustained severe, permanent and disabling injuries including acute myelogenous leukemia from which she died in 2005. No additional information was provided.